Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. The evaluation is in progress. Upon completion of the evaluation or if additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2017-00100.

Event description:
It was reported that the inserter would not detach from the plate and spacer within the disc space and a screw was not installed correctly during surgery. After multiple attempts, the inserter detached from the plate and spacer, which were successfully implanted within the disc space. After the screw was installed, the surgeon felt it was not installed correctly so the full construct was removed and replaced with an alternative construct. There was a minor delay of a few minutes, but no injury was reported as a result of the delay. This is report one of two for this event.

Manufacturer narrative:
The returned inserter was evaluated. There were no visual indications of damage. When functionally tested with a mating implant, the inserter assembled with, retained, and detached from the mating implant without incident. The complaint could not be confirmed as the event could not be replicated. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.